Event description:
Caller stated that medical attention was sought on (B)(6) 2024 around 6:30pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a reading of lo. A normal reading for this time of day for the end-user is usually around 200mg/dl. Caller stated that he started to feel dizzy and called paramedics about 20 minutes later. Caller stated that there was no food drink or medication consumed while waiting for paramedics to arrive. Caller stated that the paramedics arrives about 25 minutes later. Caller stated that the paramedics tested his blood glucose with their meter and received a reading of 232mg/dl. Caller stated that paramedics did not transport him to the hospital nor was he given any treatment for his blood glucose. Caller stated that the reading received from the paramedics meter was close to his normal readings for that time of day so paramedics left without further testing. No additional information was provided.